Event description:
It was reported that the patient presented in the emergency room (ER). Upon interrogation, the right ventricular (rv) lead exhibited varying pacing impedance and high capture threshold. Cardiac perforation was further confirmed by computed tomography (CT) scan. The rv lead was repositioned on (B)(6) 2021. Patient condition was stable.